Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, edwards lifesciences became aware of a device-related event involving an esheath during a transcatheter aortic valve replacement (tavr) procedure. The procedure was performed via transfemoral access through the right femoral artery. The patient remained in stable condition following the procedure, and the valve was successfully implanted. During the procedure, resistance was encountered as a 26 mm valve was exiting the esheath. The delivery system was retracted into the sheath, rotated, and re-advanced; however, resistance was again felt at the same location. Eventually, the sheath gave way and the valve was deployed without further incident. The sheath was noted to have sustained distal tip damage, specifically a tear. No patient injury occurred, and no procedural complications were reported. The esheath was discarded and is not available for return. The expansion tool was used, and the delivery system and valve exited the sheath tip as expected. The delivery system was withdrawn through the sheath after valve deployment. No resistance was reported during insertion or withdrawal of the esheath or delivery system, and the sheath was not torqued during the procedure. The thv was crimped and the delivery system prepared according to the instructions for use (IFU). Images and a 3mensio report are available for review. The perceived root cause of the event is currently unknown. No additional actions were taken during the procedure, and no use error was identified.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, h6: component code, type of investigation, investigation findings, investigation conclusions and h11 has been added. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaints for sheath distal tip torn was confirmed based on the evaluation of the device imagery provided. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process and/or by manufacturing process variation during tecoflex trimming step leading to hdpe damage. Additionally, patient factors'such as challenging anatomy may exacerbate interference between the valve and distal tip, leading to increased resistance and potential tearing during system advancement. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing and subject it towards separation. While multiple contributing factors have been identified, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.